Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 3 states, "inadequate fixation at the time of surgery can increase the risk of loosening and migration of the device or tissue supported by the device." This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2017-00452 / 00466).

Event description:
During a procedure, the suture pulled out but this did not cause patient injury. Another suture was used to complete the procedure without delay.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Gun along with the suture are returned for evaluation. Suture coiled itself. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.